Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. Patient's father tested the alert functionality and reported the alerts were not functioning correctly. Patient's father did not report any injuries or medical intervention.